Event description:
Same case as MFR # 2134265-2014-06945. It was reported that the burr became stuck in the lesion. The patient presented emergently with symptoms of cardiogenic shock which began the day prior. Stent thrombosis was identified in a promus premier stent which was implanted the previous day in the left anterior descending artery. The thrombus was treated with deployment of another stent; the patient remained in cardiogenic shock. During this procedure, the physician noted that the circumflex (cx) and obtuse marginal (om) were very calcified. Later that same day, rotational atherectomy was performed in the cx/om. A 1.5mm rotalink plus was selected for use, but was unable to cross the calcification. A 1.25mm rotalink plus was then selected and advanced. There was difficulty crossing and it was noted that the rotablator console was unable to achieve speeds over 180,000rpms. After approximately 15 minutes the burr then crossed very quickly. However, the burr became stuck on the distal side of the calcification and could not be withdrawn back through the lesion. A guidezilla was used to aid in the successful removal of the lodged burr. Two promus premier stents were then implanted in the cx. The patient remained in cardiogenic shock following the procedure. The next day, the patient expired. The physician noted that the patient¿s death was not due to the procedural complications, but to the patient¿s general state of health.

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported that the 2.75x28 promus premier in the lad was thrombosed. It was further reported that the stent was not thrombosed, but used to treat thrombosis. The patient had presented to the emergency room for acute cardiogenic shock (acs) and the proximal lad was completely thrombosed. Pre-dilation was performed with a 2.5x20mm quantum apex balloon catheter and then the 2.75x28mm promus premier was implanted in the proximal lad with good results. At that time the cx and om were noted to be 90% stenosed and very calcified. The physician opted to treat at a later time. The next day the patient had persistent acs symptoms. The physician attempted to dilate the cx with 2 emerge balloons and 1 quantum apex balloon, but was not successful. Rotablation was later performed as previously noted. Once the lodged burr was removed, a quantum apex balloon was used for dilation prior to the 2 promus premier stents being implanted; a 2.5x8.0mm distally and a 2.75x38mm proximally in the cx with good results. The control of the lad revealed that the promus premier in the lad was not thrombosed as previously reported, but there was transient slow flow with the cardiogenic shock requiring medication. It was previously reported the patient died the next day; however, the patient died two days post procedure in the ICU.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).